Event description:
It was reported that the patient presented in clinic for follow up. An electrocardiogram (ECG) was performed and revealed that the right atrial lead was capturing the ventricle due to dislodgement. On (B)(6) 2021, the physician elected to reposition right atrial lead. The patient was in stable condition.